Event description:
Reporter states that she went to have a crown repaired and after the dentist finished filing the tooth he asked her what happened to her mouth? She then replied "I burned it." Reporter states that he continued to use the drill when it fell apart in his assistant's hand. States that he applied vaseline to her mouth. Pt went to her doctor and was given oral-gel. States that the healing process was 3 1/2 weeks.